Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having seen power on reset (por) on patient programmer when they were checking the device. Therapy had turned off and reset to shipping parameters. Patient was advised to consult with doctor for more information. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.